Manufacturer narrative:
Concomitant medical products: model: addr01, implantable pulse generator (ipg); implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable pulse generator (ipg) system was extracted due to (B)(6) and a transesophageal echocardiogram (tee) showed a possible vegetation on the right ventricular (rv) lead. No further patient complications have been reported as a result of this event.